Event description:
It was reported that during the implant procedure of an implantable pulse generator (ipg) the setscrew did not work and was unable to screw in. The ipg was exchanged for another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found, the returned device found a set screw with a rounded socket.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)